Event description:
The clinician reported that almost 3 months after the immediate dental implant was placed in ada site 4 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The implant was torqued to 45 ncm. The clinician noted the patient's severe bone loss and insufficient bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.